Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As informed to the field specialist by the hospital, a patient had a failed sapien thv valve that was implanted in the mitral position. The patient had a balloon valvuloplasty (bav) performed on their existing valve. There was no report of plans to perform additional procedures at the time of the report. Additional information received via medical records indicated that approximately 3 years post implant of a 29 mm sapien 3 valve in a 33 mm non-edwards surgical valve in the mitral position via transseptal approach, the patient presented with severe eccentric paravalvular regurgitation that appears to be external to the non-edwards valve sewing ring. A bav was performed and there was improvement in both perivalvular insufficiency and gradients. There were no reported complications or edwards device malfunctions. It was stated the patient may need to return for additional surgical valve fracture in the future to achieve optimal results.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. Additionally, the valve serial number information was not provided. As a result, visual inspection, functional testing, dimensional analysis, device history records (DHR) review, and lot history review were unable to be performed. Medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it notes that incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. The IFU states residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted, and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In addition, paravalvular leak and exercise intolerance or weakness are indicated as potential risks associated with the tavr procedure. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for increased gradients and paravalvular leak were confirmed based on the provided medical records. As the valve serial number information was not provided, a manufacturing nonconformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If it is significant and results in symptoms, it may require intervention. As reported, 'approximately 3 years post implant of a 29mm sapien 3 valve in a 33mm non-edwards surgical valve in the mitral position via transseptal approach, the patient presented with severe eccentric paravalvular regurgitation that appears to be external to the non-edwards valve sewing ring. A bav was performed and there was improvement in both perivalvular insufficiency and gradients'. As there was no relevant imagery provided and insufficient information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the report, 'there is severe eccentric paravalvular regurgitation that appears to be external to the mosaic valve sewing ring', and 'after about 2 months however, the patient had recurrence of symptomatology primarily shortness of breath, fatigue and no exercise tolerance. This persisted, and earlier this year work-up was initiated and it was felt that the patient had perivalvular leakage around the transcatheter mitral valve'. As noted, there was paravalvular leak initially between the surgical valve and native mitral annulus. This paravalvular leak could be potentially contributed by the cardiac remodeling, which could further result in the paravalvular leak between the sapien 3 valve and surgical valve (mosaic valve) over time. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.